Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. Based on the information reviewed, the definitive cause of single leaflet device attachment (slda) could not be determined. The reported worsening mitral regurgitation was due to slda. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). On (B)(6) 2019, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+. Two mitraclips (90517u461 and 90517u464) were successfully implanted, reducing mr to a grade of 1. On (B)(6) 2019, a second procedure was performed to treat mr with a grade of 4+. Echocardiogram showed one of the implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It is unknown which clip detached. To stabilize the slda, two ntr mitraclips were successfully implanted, reducing mr to a grade of 2. No additional information was provided.